Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the pump keypad buttons were intermittently unresponsive and difficult to press. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/12/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the down arrow keypad button was found to be intermittently unresponsive; the ok button was completely unresponsive. The up arrow and contrast keypad buttons responded appropriately to button presses. The keypad cover was removed and the ok button contact was found to be inverted. There was evidence of contamination under all key contacts. Unrelated to the complaint, evaluation revealed that the audio bolus button was unresponsive. The audio bolus button cover was found to be fully intact. The audio bolus button cover was removed and the button slug was found to be missing. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. There was evidence of contamination found under all key contacts.